Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The facility initially reported the vitrectomy was not working. During follow-up, they stated there was an unplanned anterior vitrectomy performed during the case. Additional information received from the surgeon stated that, in addition to the pc tear, the case was prolonged by at least 45 minutes because the staff was inexperienced with the equipment. They had difficulty priming the unit, and he recommended they have an in-service. He also stated that the patient was doing well, and no further impact took place.